Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported an ¿unable to proceed¿ alert overnight, with blood glucose (bg) elevated. Review showed an "occlusion alert". The user removed supplies, found bubbles in the cartridge, and successfully completed a dry run before performing a full supply change. Insulin delivery resumed. Follow-up showed bg 343 mg/dl; the user administered 4 units of manual insulin and was guided to disconnect the ilet for 2 hours. On reconnection, bg was 274 mg/dl, and the user successfully resumed insulin delivery and announced breakfast without further alerts. The user's highest blood glucose (bg) recorded was 315 mg/dl. Bg was corrected after supply change and resumption of insulin. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.